Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device") in an adult female patient who had essure (batch no. 522363,622363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's concurrent conditions included clot blood, lower abdominal pain, menorrhagia, dysmenorrhea and grand multiparity. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2015: essure devices not seen.; on (B)(6) 2015: bilateral essure devices are noted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: reporter added. Lot number added. Concomitant disease added. Events endometrial ablation performed with essure microinsert in place nos was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device") in a 34-year-old female patient who had essure (batch no. 522363, 622363, 822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's previously administered products included for prevent pregnancy: loestrin fe from 2007 to 2011. Concurrent conditions included thrombosis, cramp in lower abdomen and grand multiparity. Concomitant products included multivitamins. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: essure devices not seen.; on (B)(6) 2015: bilateral essure devices are noted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: aka name added. Event abnormal vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea, dyspareunia, abdominal pain added. Lot number, reporters, outcome of the events added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the device') in a 30-year-old female patient who had essure (batch no. 522363,622363,822363) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's previously administered products included for prevent pregnancy: loestrin fe from 2007 to 2011. Concurrent conditions included thrombosis, cramp in lower abdomen, grand multiparity, appendicitis and bowel adhesions. Concomitant products included desvenlafaxine succinate monohydrate (pristiq) for depression and anguish as well as vitamins nos (multivitamins). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with ibuprofen and surgery (hysterectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment pain, bleeding. Decripensy noted insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: normal appendix:. No mass. Adenopathy. Or localized inflammatory process within the abdomen or pelvis is identified. Bilateral essure devices are noted, impression: no acute, intra-abdominal or intrapelvic pathologic process identified. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: indication: left lower quadrant pain impression: normal study; on (B)(6) 2015: results: essure devices not seen.; on (B)(6) 2015: results: bilateral essure devices are noted.. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation and menstrual disorder outcome was unknown. The reporter considered uterine perforation and menstrual disorder to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced perforation of the device (seen as uterine perforation). A hysterectomy was performed to remove micro-inserts around 5 years after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced perforation of the device (seen as uterine perforation). A hysterectomy was performed to remove micro-inserts around 5 years after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of uterine perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.